Event description:
The patient was implanted with a gore tag thoracic endoprosthesis in 2006. The patient moved out of the country two years ago and no information is available on the follow-up physician. The patient's son reported that in 2008 the device leaked and a reintervention occurred where a second device was deployed inside the original gore tag thoracic endoprosthesis.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.